Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set would not prime. The device was being used with a non-baxter primary set and unknown solution bags. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed by spiking the device into an in-house solution bag, priming, and checking for flow. Further simulated use testing was performed by spiking the device into the top y-site of the returned primary set and priming the setup. The device was found to prime and flow normally during all functional testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.